Manufacturer narrative:
Hosp staff sent photos of the chipped paint as well as the cleaning procedure used, but the precise device serial number was not provided. One of the cleaning agents described in the hosp procedure contains phenol, which is identified in the device's user manual as a prohibited cleaning substance. Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer reported that their surgical light was starting to experience flaking paint chips. No patient involvement was reported by the customer. (B)(4).